Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; the patient was reimplanted with a new device on (B)(6) 2011.

Event description:
Per the clinic, the device was explanted due to reports of pain with, and without, device use. The date of explantation was not provided. It is unknown whether the patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.